Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned light source found user applied labels and the opening for the wolf port was burnt/discolored. Internal inspection found the heat extended mirror was loose in the unit. The mirror was physically damaged. Functional testing found the lamp ignited and the unit functioned properly not including the uninstalled mirror. The absence of the mirror caused the full intensity of the beam to contact the wolf port and resulted in the burnt condition as observed on the wolf port. The findings are considered physical damage. The reported complaint is confirmed. The root cause is consistent with rough handling; user error. There was no external physical damage to suggest shipping damage as the root cause. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
Initially it was reported that the 00mlx mlx 300w xenon lightsource had a burning smell when used. Additional information received on 01/10/2019 and 01/24/2019 by the customer stated that before surgery, there was smoke noted to the lightsource. There was no patient contact, no surgical delay and no user harm reported. The action that was taken after the product problem occurred was that it was swapped out with another lightsource. There was no patient injury reported.